Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, surgeon detected that one of the lateral haptic of the lens was defective and cannot be injected, so he requested a change of the same model. There was no patient contact. Additional information has been requested.